Event description:
It was reported that three days after the trial implant, when the pt pressed the amplitude increase button once, the lead amplitude began to increase without stopping until it reached the maximum amplitude. The pt went down to the knees due to the over stimulation. The trial was aborted and the lead was explanted. The mts displayed diagnostic error message when it was turned on by the company rep.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.